Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient that the last couple of times they tried to charge it takes forever. The patient stated that this began on (B)(6) 2018. The patient stated that they will get 7 boxes, then 4 and then 7 and so on. The patient tried antenna locate feature and gets high numbers. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that for the last couple of days prior to the report, the patient¿s implantable neurostimulator (ins) had been depleting quickly and they couldn't get any coupling bars. The patient stated that they used to charge every 2-3 days for a couple of hours, but they recently charged the ins and on the morning of the report, it was dead. It was also reported that the patient could not get to screen to for the antenna locator (al) feature, but they could communicate with the patient programmer (pp) and once they connected, the al feature resolved the issue. The patient got a range on 42-56 with average around 50 and they were able to get six coupling bars. There were no reports of medical or therapy issues and no patient symptoms reported. There were no reports of medical or therapy issues and no patient symptoms reported.